Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer had a blood glucose (bg) level of 400 mg/dl with ketones. The school nurse assisted the customer by treating the bg level with a bolus of insulin and drinking water. The contact thought that the settings may have been incorrectly entered into the pump. After reviewing the settings with tandem technical support, the carbohydrate ratio and basal rate were adjusted. The bg level was lowered to "normal" and the ketones have cleared.